Manufacturer narrative:
Insulin pump received with no up and down button response due to corroded keypad traces. No button error alarm noted during testing. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error and the buttons are not responding. Customer stated she was in the hospital due to stomach issues when the alarm occurred. Blood glucose value is 137 mg/dl. Nothing further reported.